Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported by the user facility that the hinge is broken on system 6 aseptic housing. The housing was broken in two pieces which can expose non-sterile battery to the surgical field. No other information was provided by the customer. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported by the user facility that the hinge is broken on system 6 aseptic housing. The housing was broken in two pieces which can expose non-sterile battery to the surgical field. No other information was provided by the customer. Attempts are being made to obtain additional information from the user facility. Upon follow up, user was unable to provide any further information regarding this event.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.